Event description:
It was reported that the asymptomatic patient presented to the or for change out due to normal eri. Externalized conductors were observed. Noise and variation increase in pacing lead impedance were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.